Event description:
The customer reported that the system would not power up. The system displayed an error message and they were unable to boot the software. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be identified or duplicated. The system was operating as intended.